Manufacturer narrative:
Heartsine has received the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine contacted the customer to request additional information on the patient. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank. A clinical review was performed and there was not enough data to conclusively determine if the device contributed to the patient outcome.

Event description:
The customer contacted heartsine to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive.

Event description:
The customer contacted heartsine to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Heartsine's investigation found no fault on the returned device. During the investigation the device was powered on multiple times and delivered the shock therapy sequence without fault using the returned pad-pak. The device underwent extensive testing of all critical functions, performing to specification throughout. No fault was identified on the AED or pad-pak that would have prevented the device from powering on. Information from the device memory logs indicate the device was manually power cycled 46 times since its installation on the 18th october 2020. These power cycles occurred both before and after the date of the reported sca, indicating no fault with the device powering on/off at these times. The customer was provided with a replacement device.